Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appears slightly distorted, oval shaped with the stent posts slightly deflected. Small needle holes along the sewing ring show placement of implantation sutures. All leaflets are in the closed position. All leaflets are slightly stiff but flexible. The non-coronary cusp appears intact. Small tears or abrasions on the free margin and belly of the left and right cusps appear to be due to contact with the bias wear along the outflow rails of both cusps. All commissures are intact. Remnants of pannus are observed along the inflow and outflow of the sewing ring. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Radiography shows no evidence of calicification on the valve. Radiography shows the radiopaque stiffen ring slightly distorted. D9: updated h3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a non-medtronic product. The reason for the replacement was reported as aortic insufficiency. No additional adverse patient effects were re ported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the severity of aortic regurgitation as severe. It was also noted that the valve was explanted 1 week post implant. No additional adverse patient effects were reported.